Event description:
This is an international report where the tubing of the transfer set was broken. The transfer set was in use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample identified that the tubing was cut in two. The cause for this issue could not be determined based on the information available. A batch review could not be performed because the lot number was not available. No adverse trend was identified for this mechanism.